Manufacturer narrative:
Summary of investigation: there are previous confirmed complaints of this code-batch regarding the same issue, of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 5 closed samples for analysis. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the closed samples received are 2.27 kgf in average and 0.02 kgf in minimum. The european pharmacopoeia (ep) requirements are: 1.53 kgf in average and 0.46 kgf in minimum. One of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia. Nevertheless, only 5 closed samples have been received for analysis. However, taking into account that there are previous confirmed complaints for this code-batch regarding the same issue and one of the tested samples does not fulfill the minimum of ep requirements, we consider this complaint to be confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 2.33 kgf in average and 2.16 kgf in minimum and fulfilled ep requirements: 1.53 kgf in average and 0.46 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly because the sample received that does not fulfil the minimum shows that the needle is escaped from the thread. Final conclusion: taking into account that there are previous confirmed complaints of this code-batch and regarding the same issue and 1 of the tested samples does not fulfill the minimum of the european pharmacopoeia, we conclude that the complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle is detached from the thread. There is no patient involvement.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. If additional information becomes available a follow up report will be submitted.